Event description:
Pt went in for a bladder stone removal procedure in 2006. When the surgeon tried to break the stone with laser and it did not work he recognized it was not a stone, but a foreign body from the resectoscope during a previous procedure in 2003. The cystoscopy procedure was converted to open and the foreign body was retrieved. Post-op pt was doing good and discharged in 2006. The next day pt was admitted again for weakness and shortness of breath and was found with pulmonary emboli. Pt was admitted in hosp for monitoring. Pt subsequently had surgeries again for fulguration of bleeding and blood clot evacuation. Ten days later, pt expired. Hosp suspects the foreign body is allegedly from a karl storz resectoscope sheath, but cannot confirm it.